Event description:
It was reported insufficient ice occurred. A visual-ice cryoablation system was chosen to complete a cryoablation procedure. A channel issue transpired on the all the top channels resulting in insufficient ice being formed by the system. The gas reading on the machine was not the same as the cylinder even when the cylinder was full. The original system was used to complete the procedure. No patient complications occurred.